Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Internal visual inspection inside unit¿s enclosure assembly revealed damaged components on the antenna tx/ rx portions of i3 stuffed pcb after removal of the 2in x 2in x 0.5in shield. The damage came in the form of the two of the four so8 ind pin el7156 driver ics designated u32 and u34 being burnt. The other two pin driver ics designated u40 and u42 were observed to each have a hole in their plastic casings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming melted components of the pcb board. There were no adverse consequences to the patient. The patient electronic system was replaced.